Manufacturer narrative:
Medical device lot#: 2036383 was reported, however, this is not a lot#: manufactured for this product. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes was missing the fill scale lines on outside of tube. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: there is no scale line on the outer wall of the blood collection tube, which can easily cause too much blood and too little blood, which is not conducive to the presentation of test results.

Manufacturer narrative:
Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes was missing the fill scale lines on outside of tube. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: there is no scale line on the outer wall of the blood collection tube, which can easily cause too much blood and too little blood, which is not conducive to the presentation of test results.